Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called previously to report that the drive support cap was sticking out and was inquiring about a replacement device. The customer's blood glucose reading was unknown. The insulin pump was replaced and was returned for analysis.